Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that during a routine follow-up a longevity estimate of 1-2 years of longevity remaining was provided. Approximately three months later, the device declared elective replacement indicator (eri). This device was explanted for normal battery depletion. No adverse patient effects were noted.